Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection were performed. During the visual inspection it was identified that there was a cracked pump head door. The cause of the cracked door could not be determined. The pump head door was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.